Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported it was observed that the IV tubing was leaking at the connection to a stopcock. There was no patient harm reported.

Manufacturer narrative:
Concomitant medical products: b. Braun medical inc, 100ml bag of 0.9% sodium chloride injection usp, lot j5j704, exp 10/2016; b. Braun 3-way stopcock, model and lot unknown; therapy date (B)(6) 2015. (B)(4). The customer¿s report of leaking at the stopcock connection was confirmed. Visual inspection observed leaking from around the stopcock. Closer examination of the stopcock revealed at least two cracks in the stopcock housing, both on the underside and the side. The root cause for the leak was determined to be multiple cracks in the body of the stopcock. The cause of the cracks could not be determined.